Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant & retaining screw at tooth #13 fractured. The implant was removed. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to. The catalogue number was corrected to tsvtb13 with an unknown lot number. The brand name is corrected as well as the 510(k) number. The following sections are being reported: d1: brand name d4: catalog number and lot number g4: 510(k) number h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was fractured at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.